Event description:
Additional information was received indicated the device was reprogrammed to resolve the event. Additionally, the t-wave oversensing that occured was post-sensed not post-paced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, post-paced t-wave oversensing was noted on the device. No intervention was performed to resolve the event. The patient was in stable condition and will continue to be monitored.